Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. The 85% stenosed, 3.00x20mm target lesion was located in the right coronary artery. A 3.00 x 20mm promus premier select stent was successfully deployed. During the procedure, a distal edge dissection was noted. To cover the edge dissection, another stent was implanted. The patient was reported to be stable following the procedure.